Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the one touch ultra has a "cc message" on the bottom corner of the display screen and could not test his blood glucose. This medical affairs specialist was unable to contact the patient to verify information gathered during the initial call. It is not clear as to when the reported issue began. The patient was unable to obtain his blood glucose after the reported issue began. On the day before, the patient "fell ill" and increase his insulin (unspecified dose and type). The patient reportedly "blacked out" at an unspecified time and date after the reported issue began. At 4:30am, the patient sought medical intervention from emergency services and was given "oral diabetes medication." The patient was not tested on any other devices at the time of concern. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, and the events prior to the patient blacking out and receiving medical attention such as food intake, diabetes medication intake, and blood glucose readings. In addition, it would have been helpful to know cause the patient to fell ill that day. Although, there was no evidence of meter trauma, the reported issue was not resolved with training. This complaint is being reported because the patient claimed that he was treated by emergency services with an "oral diabetes medication" after the reported issue began. Replacement products were sent the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Information from a2 is not available. In addition, the meter serial number as unavailable.